Event description:
Rupture of intra-aortic balloon evidenced by blood in the catheter. Pt was going to be taken off the iab later in the day, but due to the rupture, balloon was removed immediately. Pt had a prolonged pt time of 16.4; therefore, it was hoped that the balloon would not be taken out until later in the day.